Event description:
It was reported intraoperatively the physician had difficulty rotating the valve which resulted in a leaflet fracture. It was reported the pt experienced extended time on bypass as well as myocardial infarct and expired.